Event description:
It was reported that the physician had noted externalized conductors via fluoroscopy at device replacement. All of the electrical parameters were good and stable. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.